Event description:
Hcp reported that the patient had a "failed pump" that had been implanted only a few months ago. The pump was non-operative. For the device was explanted and returned to the manufacturer analysis. A follow up report will be sent when additional information is received.